Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. During the course of troubleshooting, a battery icon appeared on the meter display and customer was advised to replace the battery. Customer further reported that "4 days" prior to contacting customer service, she experienced feeling sweaty and shaky and was unable to check her blood sugar. Customer called the paramedics and upon their arrival, customer received unspecified treatment and was transported to a local hospital where she was reportedly diagnosed with hypoglycemia and given unspecified oral medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered in section b3 is based on the customer's report of "four days ago". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.